Manufacturer narrative:
Correction to section b, adverse event/product problem, field b5, describe event or problem. Correction to section h, device manufacturers only, field h6, device codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited electromagnetic interference (emi) noise oversensing on the right atrial (ra) lead and left ventricular (lv) lead channels, leading to false atrial tachy response (atr) episodes. It was also noted that the system recorded high out of range lv lead impedance measurements of 2500 ohms. Technical services (ts) advised on possible smart device positioned near the chest of the patient causing the emi, and further in office evaluation of the lv lead. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited electromagnetic interference (emi) noise oversensing on the right atrial (ra) lead and left ventricular (lv) lead channels, leading to false atrial tachy response (atr) episodes. Technical services (ts) advised on possible smart device positioned near the chest of the patient. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited electromagnetic interference (emi) noise oversensing on the right atrial (ra) lead and left ventricular (lv) lead channels, leading to false atrial tachy response (atr) episodes. It was also noted that the system recorded high out of range lv lead impedance measurements of 2500 ohms. Technical services (ts) advised on possible smart device positioned near the chest of the patient causing the emi, and further in office evaluation of the lv lead. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the ra lead noise oversensing persisted, and that the lv lead channel recorded alerts for low out of range pacing impedances below 200 ohms. Technical services (ts) was consulted and troubleshooting options were discussed. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited electromagnetic interference (emi) noise oversensing on the right atrial (ra) lead and left ventricular (lv) lead channels, leading to false atrial tachy response (atr) episodes. It was also noted that the system recorded high out of range lv lead impedance measurements of 2500 ohms. Technical services (ts) advised on possible smart device positioned near the chest of the patient causing the emi, and further in office evaluation of the lv lead. No adverse patient effects were reported. This system remains in service.